Event description:
It was reported that there was unexpected battery longevity. It was also reported that there was high left ventricular (lv) lead threshold. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2010; 5071-35, lead, 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.